Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the suction line was detached. Functional testing found that pulling on the suction line by hand could cause the suction line to become detached. The root cause of the issue could not be determined; however, the most probable cause wad the device became damaged after leaving the manufacturing facility. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that ten days after the start of use, the suction line got torn off at a point approximately 2 centimeters away from the tubing connection part. No patient injury was reported.